Event description:
On the event date, boston scientific corporation was informed that during a procedure, there was tearing of the tissue due to the radial jaw 4 biopsy forceps. The procedure was completed with another of the same device without any patient complications. Patient is "fine".

Manufacturer narrative:
Other for device caused tissue tear. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.